Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had buttons that were not working properly when attempting to deliver a bolus. The customer received the button error alarm a few minutes later. The customer was unable to clear the button error alarm. The customer's blood glucose was 193 mg/dl. Advised that a replacement insulin pump would be sent. Nothing further reported.